Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-56416.

Event description:
The customer reported via phone call that she was troubleshooting for a no delivery alarm and the infusion set was occluded. Customer declined troubleshooting and had not treated for her blood glucose level of 429 mg/dl.